Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, one photograph taken from the angiogram was reviewed. The photograph provided shows a stent in the sfa. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent length is indicative for focal stent compression. The technical investigation confirmed that the stent has been fully released. The outer shaft has been retracted by about 232 mm. Stent imprints are visible over a length of about 150 mm, indicating that the stent was properly crimped under the outer shaft at the time of delivery. Besides a kink at the kink protector no damage or irregularity was observed. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent length is performed. Based on the conducted investigations no manufacturing related root cause was determined. The most probable root cause for the complaint event is related to the handling during the procedure. Please note that, according to the IFU, any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation.

Event description:
A pulsar-18 stent system was selected for treatment of a severely calcified lesion (stenosis degree: 70 percent) in a mildly tortuous middle part of the lower extremity artery. The right common femoral artery was punctured, and the left common femoral artery was reached. The balloon was expanded step by step and the pulsar-18 was implanted. After the stent was released, the length of the marker scale was only about 100mm. The 3x150mm balloon was used to enter the blood vessel for measurement and comparison, and the stent was indeed only 100mm.